Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for evaluation. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. X-ray, electrical and visual analysis were normal with no anomalies found. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was not used and was replaced during procedure on (B)(6) 2023. The patient was stable.